Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with an unknown antifungal and antibiotic (doses, frequencies, routes and duration not reported) for the fungal peritonitis event. The patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.